Manufacturer narrative:
Additional information: d10. The reported event of premature battery depletion was confirmed. The cause of the early battery depletion was due to high current draw from the device. The cause of the high input current was found to be a hybrid anomaly. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08223. It was reported that when the patient presented for follow up in clinic, the device vibrated while on drive to clinic. Upon interrogation, it was found that device delivered a patient notifier for high voltage lead impedance out of range and battery less than 3 months to eri. Device was implanted on (B)(6) 2019. The previous interrogation in february 2020, the battery was 2.7 years while in may 2020 it showed 1.2 years and now it revealed 2% capacity remaining to eri. The high voltage lead impedance was 63 ohms during check in (B)(6) 2020 and 66 ohms now. The patient is not dependent. Couple of days later, the device was explanted and replaced. The high voltage lead impedance was found to be high and out of range. Programming changes were made. The patient was stable before, during and after the procedure.